Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No root cause could be determined. The scope communication error was caused by the receptacle unit (video connector socket). It is assumed to be an accidental failure or a failure due to handling (excessive load on the unit). The cv-170 instruction manual has the following description, which may prevent the indicated phenomenon. [3.1 precautions for installation and connection] never apply excessive force to connectors. [6.8 termination of the operation] when an endoscope, video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and push the locking lever down. Olympus will continue to monitor field performance for this device.

Event description:
Scope communication error discovered during preventative maintenance with no patient involvement.

Event description:
The customer reported to olympus, a b30 (scope communication error) displayed on the video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a defective printed circuit board (pcb). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.